Event description:
6/1/99 a blood center contacted baxter fenwal cqa to request a ratio-allergo-sorbent test testing kit to test one of their donors for possible "eto" sensitivity. About 1/4 of the way through a plateletpheresis procedure on the cs3000, the donor complained of a dry throat and a cough that he could not control. The coughing subsided within five minutes and the procedure was completed. After the procedure was completed, the donor informed the technician that this had happened once before, about six months prior, during another apheresis procedure. The donor described a feeling of dry throat, like dust in his throat , and that he can't stop coughing. The donor left the blood center in good condition. He has been deferred from apheresis pending the results of the ratio-allergo-sorbent test. 06/04/99 "eto" ratio-allergo-sorbent test testing kit sent to the customer. 6/7/99 reporting bc contacted cqa to verify kit instructions. Donor to come back to center for sample to be acquired on 6/8/99. 6/15/99 ratio-allergo-sorbent test results received from cqa. Medical director and reporting blood center notified of the positive ratio-allergo-sorbent test results, 6.57 ku/l, for this donor. Baxter has advised that this donor should be deferred from apheresis donation on systems whose kits are "eto" sterilized. Baxter also advised the blood center to notify this donor of his positive ratio-allergo-sorbent test results.